Event description:
The patient reported that she wasn't feeling well, had hives, and a high glucose. The hcp checked the catheter and found it to be cracked. The catheter was revised in 2008. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.